Manufacturer narrative:
A complaint investigation was conducted for the alinity c processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The field service representative (fsr) inspected the instrument and replaced parts (alinity c series sample p and alinity c reagent probe). Replacement of the contaminated/dirty alinity c series sample p and alinity c reagent probe resolved the issue. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after service intervention. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified. Corrected data found in section h6: component code was changed from g01003 to g03001.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 46-year-old female. The samples were repeated on another analyzer with lower results. The following information was provided (reference range 1.9 - 2.5 mg/dl): sid (B)(6), initial magnesium result= 7.66 mg/dl; repeat result on the other analyzer= 1.51 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2026-00071 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 46-year-old female. The samples were repeated on another analyzer with lower results. The following information was provided (reference range 1.9 - 2.5 mg/dl): sid (B)(6), initial magnesium result= 7.66 mg/dl; repeat result on the other analyzer= 1.51 mg/dl there was no impact to patient management reported.